Event description:
The clinic reported a pt's death that occurred while a pt was on the phoenix machine. Regional supervisor for the clinic stated that, the pt became pale, diaphoretic and hypotensive, approx 15 minutes into a four-hour hemodialysis treatment. The pt was taken off the machine without returning the blood and emergency services was called. The pt went into respiratory distress before the paramedic arrived, but was successfully intubated at the scene. The pt later died at the hosp. The cause of death as stated by the physician was cardiac arrest.